Event description:
It was reported to boston scientific corp on (B)(6), 2009 that a resolution clip device was used during an endoscopy procedure. According to the complainant, during the procedure, the physician attempted to use a clip but it failed to deploy properly. The physician was able to deploy the clip with difficulty after multiple attempts. The procedure was completed with the same resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).